Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: removal of posterior fixation hardware; exploration of lumbosacral spinal fusion; partial, posterior osteotomy and posterior dorsal fusion at the l5-s1 segment (for the purposes of ruling out pseudoarthrosis); nonsegmental fixation of lumbosacral spine extending from the l4-l5 vertebrae. Use of pedicle screws-rods; posterolateral lumbar arthrodesis extending from the l4-l5 vertebrae utilizing structural allograft bone graft proteins; posterior lumbosacral spinal interbody arthrodesis with structural allograft bone graft protein and rh-bmp2/acs utilizing the trans-foraminal approach to treat the following pre-op diagnosis: status post l5-s1 lumbosaral spinal annular tear and diskogenic disease at the l4-l5 lumbar level; lumbosacral spinal annular tear and diskogennic disease at the l4-l5 lumbar level; history of injury of to the lumbosacral l4-s1 intervebral disk prior to work related incident; failure of the patient to respond to conservation treatment measures for said paid syndrome. Op-note: pedicle screws were placed bilaterally into the l4 and l5 pedicles utilizing the steinmann pin guidance technique. Intraoperative real-time fluoroscopy and intraoperative pedicle screw monitoring were utilized to confirm safe placement of the screws as such. Screw lengths and diameters can be obtained in the medical record. Intraoperative physiology can be obtained in medical record as well. No abnormal findings were obtained thusly. After placement of the pedicle screws as such, the remaining posterior elements of the l5 and first sacral vertebra were heavily decorticated. A trans-foraminal approach to the l4-l5 intervertebral segment was performed per lamina takedown and subpedicular dissection where upon a radical interbody discectomy was performed from the right of the l4-l5 segment. At this juncture then, allograft bone graft structs were packed into the interbody space at l4-l5 segment (grafts which were packed with rh-bmp2/acs). Excellent secure fit of these grafts realized. Hemostasis was assured. A slab gelfoam placed over the exposed dura. The structural allograft bone graft proteins were placed over the remaining posterior elements of the l4 and l5 vertebrae. The pedicle screw heads were connected with a standard set screws-connectors and prescut-precurved rods. Excellent secure fit of this construct was realized. The wound was irrigated copiously and tow indwelling number 10 blake drains were placed in situ and brought out through the separate stab incisions. There were no intraoperative complications. On (B)(6) 2012 the patient underwent spinal stimulator placement by laminectomy to treat the following pre-op diagnosis: failed back syndrome-post laminectomy syndrome.